Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they met with a manufacturing representative (rep) who changed everything and they got additional programs (c, d, e) because they weren't doing so well with the programs. The patient said, prior to meeting they were raising the amplitude but nobody told them not to raise too high, they thought, if they were wetting to raise it so they raised it to 4.5 but they were still wetting and had 600 ml of fluid they were not emptying it was terrible and they thought the pressure from wetting pressed on their bowels and they released too. It was a mess and the rep gave them a new program and after that they did very well for 2 weeks but then they started having dripping incidents so they raised it by 2 tenths (0.9 to 1.1) and that did not work so they raised it again then it seemed to be working but then about a week ago, the patient noticed an unexpected, intermittent, strange sensation that started in their bike seat and when it happened, the sensation shook them up all of a sudden, then it stopped and it was gone. The patient said they think the sensation was related to their body position changing like standing to moving. Reviewed the potential to turn therapy down or off until they can follow-up with their health care provider (hcp) and during the call the patient was successful to synch with their ins and decrease back down to 1.1. Reviewed some interstim education information to monitor, track their symptoms and reviewed the option to continue working with their doctor and rep and to try other programs. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. The patient was redirected to inform their doctor about the issue. [See (B)(4) for previous reports of: not doing well with programs, rereported today].

Event description:
Additional information was received from the patient. They reported that they did not experience retention prior to the device. Catheterization was not their standard of care prior to the device. When aske about the cause of the sensation they stated that it was not determined. They stated that it was likely due to the setting being too high. When asked what steps were taken to resolve the issue they stated that they had changed the program but were still having the problem. The issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that on 2024-aug-29 that they had been aware of this event on 2024-jun-28.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.